Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06apr2020.

Event description:
The customer reported an issue with the display. There was no patient involvement.

Manufacturer narrative:
G4: 12mar2020. B4: 03jun2020. The customer ordered and replaced the user interface assembly, top cover due to cracked, and battery that is already 9 years old. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14jul2020 b4: (B)(6) 2020 failure analysis on the returned user interface was determined due to the cracked enclosures. The device failed to meet specifications. Cleaners often used within a medical facility were identified as contributing factor causing the cracking to the enclosure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14jul2020. B4: 29sep2020. Failure analysis on the returned user interface assembly found that display is dim. Lcd dim problem was caused by the failure of the ccfl (cold cathode fluorescent lamp) module of the lcd assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.